Event description:
It was reported that the pump and catheter were replaced. The reason for the pump replacement was end of service. The reason for the catheter replacement was not provided. The pt did not experience any adverse signs or symptoms. The pt outcome was not reported. The pump was used to deliver morphine, bupivicaine, clonidine and compounded baclofen.

Manufacturer narrative:
(B)(4). This report is being submitted following an internal audit.